Event description:
The consumer reported a false positive result with the binaxnow covid-19 ag self test on (B)(6) 2025. The consumer received a positive result on (B)(6) 2025 and a negative result on (B)(6) 2025 with the binaxnow covid-19 ag self test. Further testing was done on (B)(6) 2025 with an unknown brand, which gave a negative result. On (B)(6) 2025, the consumer performed another test with the binaxnow covid-19 ag self test and generated a negative result. The consumer was symptomatic. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The consumer reported false negative result with the binaxnow covid-19 ag self test performed on (B)(6) 2025. This MFR. Report addresses the testing conducted for the consumer. Initial testing was performed using both the binaxnow covid-19 ag self test and an unknown test brand on separate dates. The consumer tested positive with the binaxnow test on (B)(6) 2025 and (B)(6) 2025 and also tested positive with the unknown test brand on (B)(6) 2025. The consumer confirmed there was no patient harm due to the test results.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 000913270a with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-180/lot: 000913270a, test base part number 195-430wjr/lot: 913270. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 000913270a showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue.

Manufacturer narrative:
Correction: a1 - patient identifier. B3 - date of event. B5 - describe event or problem. D4 - primary UDI number. H6 - adverse event problem (medical device problem code). The remainder of the investigation is in progress. A supplemental report will be provided pending completion, or upon receipt of new information.

Event description:
The consumer reported false negative result with the binaxnow covid-19 ag self test performed on (B)(6) 2025. This MFR. Report addresses the testing conducted for the consumer. Initial testing was performed using both the binaxnow covid-19 ag self test and an unknown test brand on separate dates. The consumer tested positive with the binaxnow test on 06sep2025 and 09sep2025 and also tested positive with the unknown test brand on 12sep2025. The consumer confirmed there was no patient harm due to the test results.